Event description:
The pt's husband reported the pt wasn't feeling like she should. The pt's last refill was in 2007. Some time after the refill, the pt had an MRI. At that time, it was confirmed by the hcp that the pump was working. During this time, the pt had an infection of her bladder, she also felt very nervous and restless. The pt was treated with unspecified antibiotics by her primary hcp for their urinary tract infection and it had not helped. When the pump was refilled in 2008, the doctor withdrew 2/3 of the medication from the pump. It was also reported that on the same day, the pt had back surgery and was unable to tell if the pump was working. Later, it was reported that a volume discrepancy greater than 25% was found. The expected reservoir volume was 6 ml while the actual reservoir volume was 17 ml. The medications used were morphine and bupivicaine. No anomalies were found after a dye study was performed. A roller study was performed and it was found that the rollers did not turn (the date of these studies were not specified). The pump was replaced the following month. The hcp reported that the pump was used to deliver morphine and the pt had experienced pain with unspecified withdrawal symptoms. Post pump replacement the pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.